Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 5 of 48. Report received from (B)(6) stating that the device had debris in sterile package. The device was not being used during surgery. No injury or medical intervention occurred. No additional information provided. The date of event was unknown.